Event description:
It was reported that the caller indicated that a new battery drawer was needed for the external pulse generator (epg). Technical services indicated that the epg was longer supported and emailed the "end-of-service life" letter to the caller. The status of the epgis unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).